Event description:
Major pump unit(s) involved: drive unit failure;drive line break at connection.specific component(s) involved: driveline malfunction;driveline break at connection.causative or contributing factor: no specific contributing cause identified.intervention(s): replacement of internal controller.implant device type: lvad.

Event description:
Major pump unit(s) involved: drive unit failure.specific component(s) involved: driveline malfunction.